Manufacturer narrative:
The radiometer investigation has not been able to identify the specific root cause, hence root cause remains unknown. The electrode was replaced. The analyzer was running fine after electrode replacement. Customer has not taken any action.

Event description:
Radiometer reference number: (B)(4) according to the complaint unplausible ph values were measured on (B)(6) 2025 at 13:27 and 13:59; the abl800 flex plus analyzer (serial no; (B)(6) was displaying a green status at this time. Comparative measurements were performed on 3 abl800 devices using 2 patients from different safe pico a syringes (lot dx17), with the ph value on the faulty device being approx. 0.2 too low. Operating materials used: cal 1 lot cz03, cal 2 lot cz02, rinsing solution lot dz65, cleaning solution cy02, gas 1 y29b68, gas 2 y17g82, ref. Membrane lot r3594. Sample/patient ID (B)(6), 13:37, (B)(6) 2025, ph 7,036 (discrepant), sample/patient ID (B)(6), 13:44, (B)(6) 2025, ph 7,202 (comparison), sample/patient ID (B)(6), 13:52,(B)(6) 2025, ph 7,207 (comparison). No one was injured. The abl800 flex plus analyzer is running fine after electrode replacement.